Event description:
It was reported by the patient that upon removal the pod she discovered that the cannula was bent. Patient reported that during activation she felt cannula insert into her skin. Patient reported that pod was worn between 1 and 4 hours. Additionally, patient stated that the pink slide did not move forward. This is an indication of a needle mechanism failure. No impact to glucose level was reported. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs5czd2. Hardware: sm-s928u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.